Event description:
Allergan received a report that a patient was treated on (B)(6) 2019 with coolsculpting to the flanks and bra roll/back area. About 7-9 months post treatment the patient developed paradoxical hyperplasia to the treated areas. No additional information from the practice or the patient has been provided.

Manufacturer narrative:
Corrected data d1 - brand name.

Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Allergan has performed due diligence requesting additional event details, as well as treatment information, from the coolsculpting treatment provider. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
Allergan received a report that a patient was treated on (B)(6) 2019 with coolsculpting to the flanks and bra roll/back area. About 7-9 months post treatment the patient developed paradoxical hyperplasia to the treated areas. No additional information from the practice or the patient has been provided.